Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer, via a manufacturer representative, reported that the deep brain stimulation (dbs) therapy was never effective. The patient referred neck rigidity and movement disorders even if the dbs therapy was on. The patient was completely unsatisfied by the therapy, and suspected that the leads were not properly implanted in the correct brain target. Follow-up with the ins and multiple device programming was not effective for the patient. The issue was not resolved. The patient switched the device off and wanted the entire dbs system explanted. A surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.